Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. Customer was wearing the pump at time of emergency room visit. The customer reported that she received threshold suspend alarm. Customer's blood glucose at time of incident was 201 mg/dl. Customer does not exhibit symptoms of low blood glucose. The customer sensor value was 55 and 60 and suspend threshold limit was 80. Customer was explained the differences between sensor glucose versus blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 55 mg/dl. The customer was treated with food.